Manufacturer narrative:
H6: investigation summary the investigation included a review of customer photos and an evaluation of retained samples. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. This catalog number (ref (B)(4) and lot # 9301926 is within the same manufacturing timeframe that were investigated as part of study (B)(4). The customer described issue of failed anticoagulant is a fibrin mass that is a result of refrigerated plasma. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A review of the device history record was carried out, with specific focus on additive and dispense, with no issues relating to the reported defect being identified. There were no related quality issues during manufacturing of the product. Customer recommendation a discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. The overfilling or under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. If the specimen is drawn with a syringe, it is important not to over fill the bd vacutainer® citrate tube. Allow the tube to draw the blood from the syringe using a bd vacutainer® blood transfer device if available. Do not force blood into tube. Do not fill tubes from other tubes or combine two partially filled citrate tubes. Complete and adequate mixing is required immediately after phlebotomy to prevent clotting. Inadequate number of inversions after phlebotomy will not allow proper mixing of blood and anticoagulant. In addition, following the proper order of draw is essential. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that clotting occurred with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "the tube ref(B)(4), lot 9301926 rejection due to clot formation: a clot does not form immediately, but gradually, over a period of approximately 2¿3 hours, in an already centrifuged plasma. The main probable reason is the failure of the anticoagulant."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "the tube ref 363079, lot 9301926 rejection due to clot formation: a clot does not form immediately, but gradually, over a period of approximately 2¿3 hours, in an already centrifuged plasma. The main probable reason is the failure of the anticoagulant."